Event description:
A ventilator was returned to the manufacturer for service for the allegation of errors codes related to communications. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated during an operational check. Upon checking the error log, e-261 was observed indicating a communications issue. It is believed to be a possibility that a communication failure occurred inside the device and a malfunction occurred on a power supply control system. Therefore, the system pca was replaced. After repair, the device passed final testing.